Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial left tsa on an unknown date. The patient was revised on (B)(6) 2023 due to a loose glenoid. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported was likely due to the center cage fracture. The fracture could have been caused by incomplete seating of the implant, improper glenoid preparation leading to a rocking horse effect, and/or an insufficient bond between the glenoid and the bone leading to aseptic (non-infected) loosening. However, this cannot be confirmed from the information provided. This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2, d1, d2a, h6 clinical code, problem code, and component code.